Event description:
Customer reportedly obtained results of 178mg/dl, 75mg/dl, and 75mg/dl on the compact plus system within 10 minutes. No insulin taken due to variance in results. No adverse event reported. Requested return of suspect system and replacement was sent.